Event description:
The day after the implantation, atrial lead dislodgement was observed causing atrial pacing failure and was confirmed by fluoroscopic imaging. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.